Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08745 inches. No under delivery/over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Unit had minor scratched display window, cracked battery tube threads and a scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 1000 mg/dl at the time of incident. The current blood glucose level is 118 md/dl. The customer was treated with insulin drip, manual injections and with the insulin pump. The customer was wearing the insulin pump during the hospitalization. Based on customer, report customer does not allege pump was under delivering. Customer stated that the drive support cap was normal. The insulin pump will be returned for analysis.